Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a compromised forced sensor system alarm. Customer¿s blood glucose value was unknown. Customer stated that they were unable to clear the alarm as well as not able to complete rewind. Customer was advised to replace the insulin pump. The device will return for the analysis.